Event description:
During an abdominal aorta and bilateral femoral arteriogram with series outpatient procedure in radiology, a problem developed inserting the guide wire. The physician met resistance inserting the guide wire and decided to withdraw the wire. The physician started to remove the wire and the coating over the wire started to split open. The wire was completely removed and the case was discontinued. The pt was examined and released with no apparent signs of complications. Device to be sent to co for examination.